Event description:
It was reported that during a review of this left ventricular (lv) lead no lv markers could be seen. Technical services (ts) was consulted noting that lv lead sensing was turned off. A review of latitude noted lv lead impedance jumps greater than 2600 ohms and also an increase in lv threshold. It was also noted that there is noise in the presenting electrogram (egm) which is likely was sensing was turned off. The lv lead threshold was programmed to trend however tests failed due to fusion beats. Ts recommended considering turning trend off and program fixed output with a safety margin. This lv lead remains in service. No adverse patient effects were reported.